Event description:
It was reported that the home patient (hp) had drained more liquid than expected during use on the homechoice (hc). The caller stated the drain volume (dv) equaled 1700ml and the fill volume (fv) equaled 700ml. The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed with a high drain 108 alarm noted. A visual inspection, full functional test, electrical safety testing, calibration, and a simulated therapy were performed with no issues noted related to the reported problem. The reported problem was identified during evaluation but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.